Event description:
It was reported that the remote user interface (rui) was not working on the 9900 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the remote user interface (rui). The system was tested and found to be working as intended and placed back into service.